Event description:
It was reported that the insulin pump alarmed no delivery. The customer stated that the device had been alarming no delivery since the night prior, so she changed the infusion set and reservoir; however, she stated that she still received the no delivery alarms. The blood glucose reading was 459 mg/dl. She reported that in the morning she treated with manual injections and had been using the new infusion set since. She stated that the no delivery alarm was resolved by a complete infusion set, reservoir and insulin change. The customer stated that she would like to return both the reservoir and infusion set for analysis. The corrective set change had already been done prior to the call. Nothing further reported.

Manufacturer narrative:
One opened/used reservoir's snap-cap and septum were evaluated for anomalies and none were found. The reservoir passed all functional tests.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.